Event description:
Covidien received information that this clinical study patient experienced a hemorrhagic infarction one day after treatment. It was reported the hemorrhagic infarction resolved ten (10 ) later without sequelae. Devices were discarded.

Manufacturer narrative:
Lot history record review. The device was discarded; therefore we are uble to perform product anaysis. A lot history record reveiw was conducted and no issues were identified that would have contributed to this event.

Manufacturer narrative:
Updating report with the correct device information. There were two devices involved in the event and the information for each device is as follows: model: srd-4-20 lot: 9766426 dom: 25 jun 2013 exp: 20 jun 2015, model: srd-4-15 lot: 9750081 dom: 20 may 2013 exp: 02 may 2015.(B)(4).